Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5409 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the night nurse had a cxr done and it was deep radiology so said to retract 5cm, she retracted 4cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to all three luer adapters. Inspection of the distal tip of the catheter revealed material which appeared to occlude the power-injectable lumen. An attempt to infuse water through the sample using a 12ml syringe revealed the two smaller lumens to be patent to infusion and aspiration with no observed leaks. Attempts to infuse water through the power-injectable lumen revealed it to be fully occluded. Microscopic inspection of the catheter confirmed the presence of occluding material within the power-injectable lumen. The occluding material appeared to be fibrous material. Occlusion of the power-injectable lumen was confirmed. The occluding material was consistent with fibrous tissue and appeared to have become adhered to the indwelling catheter tip. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the night nurse had a cxr done and it was deep radiology so said to retract 5cm, she retracted 4cm.